Event description:
I had umbilical hernia surgery at (B)(6) in (B)(6) of 2007. And now the last year I have had chronic pain in that area. I got a copy of my medical records which included the surgery report. Everything is listed but what type of mesh that was used.